Manufacturer narrative:
A ge oec service rep investigated the issue and although part order, issue from system would be poor image display or video output. Ordered, removed, and replaced high-resolution video pca and dual s-video pca. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system had customer request video pcas for replacement.